Manufacturer narrative:
Patient date of birth: (B)(6). No further information is known at this time. This report will be updated should additional information become available.

Event description:
It was reported that ascites occurred. On (B)(6) 2020, the patient was enrolled into (B)(6) and the treatment with therasphere was performed on same day. Therasphere infusion was in the left hepatic artery (segments ii/iii/IV) and right anterior sector (segments v/viii). 4.56 gbq was administered to the right liver through vial 1. In (B)(6) 2020, patient developed ascites and was hospitalized for further treatment. Patient was treated with furosemide and spironolactone and paracentesis to successfully drain the fluid. No further patient events were reported. This report will be updated should additional information become available.